Event description:
A report was rec'd via the FDA medwatch medical products reporting program dated 06/20/2006. Consumer reports use of renu multiplus multi-purpose solution and renu with moistureloc multi-purpose solution for as long as she can remember. (Note: renu with moistureloc multi-purpose solution was not manufactured during the reported date of event of 2002). She has worn contact lenses for approximately 19 years. Consumer reports she was diagnosed with a fungal infection in late 2002 and was treated for a corneal ulcer/scar. Consumer reports loss of vision in left eye. No medical documentation is available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.